Event description:
The bone void filler was found to be broken in the cervical disk space during a routine three week post-operative follow-up radiographic examination. Since the device is absorable, contained in the disk space and the patient has no adverse effects, revision surgery is not anticipated.